Event description:
Reporter stated that the device is missing the 3rd connector pin. Additionally, reporter indicated that the device had been observed producing smoke. No operator injury was reported. A request was made for the return of the suspect device and replacement product was shipped.